Event description:
Material no. 362788, batch no. 8345901. It is reported that after use of the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the gel separator was missing from vacutainers. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: our production site in ottawa has found several tubes that were missing the serum separator.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing gel was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#761209. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 362788, batch no. 8345901. It is reported that after use of the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the gel separator was missing from vacutainers. This occurred on 6 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: our production site in ottawa has found several tubes that were missing the serum separator.